Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she experienced a loss of therapy since knee replacement surgery on (B)(6) 2016. A medication change was noted. It was also indicated she experienced pain in leg, foot and leg was swollen.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.